Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30744661l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 81-year-old female patient (45kgs, 147cm) underwent a cavotricuspid isthmus (cti)/ pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. Cardiac tamponade occurred at the time of pvi, there was a place where the impedance rose to 180 ~ 200 ohms at the anterior of the rspv. A pericardiocentesis was performed. Cables were replaced, but no improvement was made, and replacement of the catcher was proposed, but it was suggested that it might be due to the patient's factors, so ablation was started from the place where the impedance was not high, and isolation was completed. (No error code found). The tamponade was found when checking the effusion by intracardiac echo after completion of cti and pvi. An atrial septostomy was performed with a rf needle. Ablation was performed before tamponade was identified. It was unknown if there was a steam pop. Irrigation catheter was used and the flow rate setting. = 30 w 8 ml, = 31 w 15 ml. The patient's current condition such as recovering/resolving or recovering. Prolongation of hospitalization is expected for follow-up. The blood pressure returned to normal after drainage, and the patient was discharged from the room. Physician's opinion on the relationship between the event and the product was a causal relationship -unknown. The physician conducted ablation from the place where the impedance was not high, and isolation was completed. There was no error code. There was product malfunction observed during the procedure. The physician¿s opinion on the cause of this adverse event is that it was possibly due to procedure. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event but the details are unknown. A generator with model/serial number m4900207 g4c-4967-a was used. Correct catheter settings were selected on the generator. The pump was controlled automatically. No manual mode during ablation. No error messages were observed on biosense webster equipment during the procedure. Visitag force visualization features was used. Parameters for stability used with visitag were range: 1.5 time: 5seconds fot: 5g 25%. No filter used with visitag. The impedance cut-off value was not exceeded. Generator parameters were 40 degree celsius and 200 ohms. The noted temperature, impedance and power were 30 degree celsius,130 ohms and 20~30w. High impedance is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).